Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Additional information: outcomes attributed to adverse events and device available for evaluation? Correction: sections pt identifier and date of event. The recipient reportedly experienced inflammation and pain at the implant site. In (B)(6) 2015 the recipient was prescribed cidoten rapilento. In (B)(6) 2016 the recipient was prescribed cefuroxime for 14 days and prednisone for 7 days. In (B)(6) 2016 the recipient was prescribed amoxicillin clavulanate for 10 days. The recipient was reportedly hospitalized for two days. The recipient was prescribed flucloxacillin post-operatively for ten days. The recipient's infection has been resolved.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was treated (treatment unknown), however, was unresponsive. The recipient's device was explanted.